Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and moderate tortuosity. The lesion was pre-dilated with 2.00mm and 2.50mm balloons. Then, the 3.00x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post dilatation was performed with a 3.00mm non-compliant (nc) balloon. After post dilatation a distal edge dissection was noted; therefore, a 2.50x12mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.